Event description:
It was reported that a patient underwent a sling procedure in 2009. On an unknown date, an erosion developed inside the patient's vagina and that part of the tape had to be removed. The patient became incontinent again and the patient recently underwent a burch procedure and an exploratory laparotomy. It was found that the tape had not been integrated by the patient's tissue and the patient's bladder wall was so thin that the surgeon's finger went through it.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.